Event description:
Hill-rom received a complaint on one of it's excelcare bariatric bed frames alleging a customer was having a problem keeping the head section in an elevated position. A hill-rom service technician was dispatched and performed an investigation of the cause of the problem and found the CPR cable tension too tight. The technician adjusted the CPR cable to the proper tension and returned function to the head section and CPR handle of the bed. Hill-rom is reporting this malfunction in compliance with 21cfr 803.3 where this failure mode was involved in an adverse event on 05/05/2009 indicated in MDR 1045510-2009-00021.